Manufacturer narrative:
Patient age/date of birth: unknown. Sex: unknown. Date of event: (B)(6) 2014, exact date unknown. Expiration date: unknown. If implanted, give date: (B)(6) 2014, exact date unknown. (B)(6). All pertinent information available to abbott medical optics has been submitted. : placeholder.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that there was an issue with a model zcb00 intraocular lens (iol) which happened during a surgery in january. No serial number was provided. It is unclear if the issue concerns the iol or the injector. This maybe related to a loading issue. The sales representative is awaiting more feedback from surgeon. Further, it was stated that after the surgery, the patient had good visual acuity and later experienced a retinal detachment. No further information was provided.

Manufacturer narrative:
Zcb00 serial number (B)(6) was identified. It was indicated that no device will be returned for investigation. No additional information was provided on the patient. Serial number (B)(6); catalog number: zcb0000215; expiration date: 9/10/2017; date received by manufacturer: 06/03/2014; device manufacture date: 9/10/2013. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6). Date of event: (B)(6) 2014. The iol turned during implantation into the anterior chamber. Surgeon tried to reposition which provoked a broken capsule and the iol swang into the vitreous. Dislocation of the lens into the vitreous. Vitrectomy had to be performed and removal of the iol and re-implantation into the sulcus. Intraoperative complication was a broken capsule during implantation surgery into the capsular bag. No issues reported before this step. Patient was re-operated in besancon (hospital) with implantation into the sulcus. 8/10 with correction. Patient was re-operated for retinal detachment. No further information provided. Past history: myocardial infarction treated with plavix. Patient with cardiac stent. Medications prior to surgery were plavix, atenolol, aldactone, and lasilix. If implanted, give date: (B)(6) 2014. If explanted, give date: (B)(6) 2014. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.